Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, after approximately forty minutes, the blade would dull. The pt had a large uterus with a lot of calcification. The same device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade dull/poor cutting - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-01085, and medwatch 2210968-2008-01086. The same pt is represented in each medwatch.